Event description:
It was reported that during the implantation of a monofocal intraocular lens (iol), one of the haptics was found to be broken. The lens was initially inserted into the patient, but after identifying the broken haptic, it was removed and replaced without causing harm to the patient. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, city, state: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The customer provided photos were evaluated. Additional information: section d9: device available for evaluation? No section h3: evaluated by manufacturer: yes device evaluation: customer photos were evaluated. The photos displayed the lens inside the patient's eye. A haptic was observed to be broken. Due to no product received, no further evaluation could be performed. The complaint issue haptic damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.